Event description:
Customer reported that she received a no delivery alarm. Customer stated she did a complete infusion set and reservoir change and the alarm is recurring. Customer is concerned that there is an issue with the motor on the insulin pump because it won't stop rewinding. Blood glucose value is 297 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to faulty force sensor. The insulin pump passed rewind and displacement test. No rewind anomaly noted. The insulin pump was unable to verify excessive no delivery alarms due to motor error alarm. The motor passed motor test. The insulin pump had minor scratches on lcd window and cracked reservoir tube lip.